Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt lost stimulation. The pt's charger and a replacement charger were allegedly unable to communicate with the ipg. The pt stated that she had not recharged or used the stimulator since thanksgiving. She reported she did not recall seeing a low battery warning on the pt programmer. Reprogramming sessions were unsuccessful at resolving the issue. The next course of action for the pt is currently undetermined; no further info is available at this time.